Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up and the legal manufacturer's final investigation. Communication with the customer , customer provided the following information on the event reported: the issue occurred during a cystoscopy of the bladder procedure. When md was in the bladder the screen would freeze. The intended procedure was completed with the same device. The scope model used with the video system is a model ctf-vhr with serial number unknown. Investigation: the root cause could not be determined. There were no complaints of events that were the same or similar to the event reported at the same facility and on the same device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. Based on the results of the investigation, a definitive root cause could not be established. An evaluation of the device could not confirm the suggested phenomenon. No cause could be assumed from the information provided for this investigation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of " output video is freezing on them¿ was not able to be duplicated and was not confirmed. Device evaluation noted the device was tested with olympus otv-s7h-1na and otv-s7proh-l08e camera head; ltf -vh & ltf-s190-5 scopes and found no problem. All video output signals and images were normal. Unit passed all functional test. Unit has up to date main switch and s/w ver. 3.10. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during an unknown event, customer reported" the output video is freezing on them". There was no patient harm, no user injury reported due to the event.